Event description:
Caller states that he obtained results of 109mg/dl and 272mg/dl within 5 minutes. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Na